Event description:
It was reported that balloon rupture occurred. Patient underwent a venogram procedure where the physician obtained venous access and did an initial intervascular ultrasound run. The target lesion was located in the non-tortuous and non-calcified common femoral artery. An 18x90x75cm venous wallstent was implanted, but it was noted that the distal tip was not expanding. An 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilation, but it would not track through the distal portion of the stent. A smaller 035 non-boston scientific balloon was switched which successfully tracked and expanded. The flow post-stent was unsatisfactory after shooting contrast on fluoroscopy. The physician made further access by first inserting the non-bsc balloon followed by the xxl balloon. On the second inflation, the xxl balloon ruptured. The device was removed and replaced by a different model to complete the procedure. The wallstent fully expanded in which the case ended with a good flow. The stent struts were assumed to be stuck together, but after reviewing post-case, they may have initially stuck and stented the tip of the great saphenous vein instead of the common femoral artery in which it popped from the tip when post-ballooning. There were no complications reported, and patient status was stable. It was further reported that the target area is a compression one with no lesion. The balloon had ruptured after the first inflation. It was quick, up and down, and estimated to be under 30 seconds.

Event description:
It was reported that balloon rupture occurred. Patient underwent a venogram procedure where the physician obtained venous access and did an initial intervascular ultrasound run. The target lesion was located in the non-tortuous and non-calcified common femoral artery. An 18x90x75cm venous wallstent was implanted, but it was noted that the distal tip was not expanding. An 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilation, but it would not track through the distal portion of the stent. A smaller 035 non-boston scientific balloon was switched which successfully tracked and expanded. The flow post-stent was unsatisfactory after shooting contrast on fluoroscopy. The physician made further access by first inserting the non-bsc balloon followed by the xxl balloon. On the second inflation, the xxl balloon ruptured. The device was removed and replaced by a different model to complete the procedure. The wallstent fully expanded in which the case ended with a good flow. The stent struts were assumed to be stuck together, but after reviewing post-case, they may have initially stuck and stented the tip of the great saphenous vein instead of the common femoral artery in which it popped from the tip when post-ballooning. There were no complications reported, and patient status was stable.